Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the pipetter system was generating lld errors. The tip and plunger clamps in the reported problem area of the pipetter assembly was bad. The tip and plunger clamps and lld contact spring were replaced. The instrument was inspected, tested without further problem, and returned to service.